Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had issues with interrogation. It was noted that the device could not interrogate with two different programmers. Additionally, there was no beeping tones. Technical services (ts) suggested to the boston scientific representative to see if the patient was externally rescued and provided troubleshooting actions. It was noted that the ICD was explanted and was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information received indicates it is unknown how many shocks were delivered as the ICD had completely died. The patient subsequently went into a hospice as their health deteriorated and the tachycardia therapy was turned off. The ICD will be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had issues with interrogation. It was noted that the device could not interrogate with two different programmers. Additionally, there was no beeping tones. Technical services (ts) suggested to the boston scientific representative to see if the patient was externally rescued and provided troubleshooting actions. It was noted that the ICD was explanted and was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information received indicates it is unknown how many shocks were delivered as the ICD had completely died. The patient subsequently went into a hospice as their health deteriorated and the tachycardia therapy was turned off. The ICD will be returned for analysis. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device's case was removed, and it was found that the plasma fuse was damaged. This type of damage is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed due to the environment outside of the device. Therapy was not available for this device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had issues with interrogation. It was noted that the device could not interrogate with two different programmers. Additionally, there was no beeping tones. Technical services (ts) suggested to the boston scientific representative to see if the patient was externally rescued and provided troubleshooting actions. It was noted that the ICD was explanted and was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.